Event description:
The customer is alleging that the system's image monitor is causing injury to his health. He is claiming "reduced platlet count - thrombocytopenia" and "arm skin irritation", caused by the "high radiation emitting" monitor.